Event description:
We have a radiation dose monitoring system called radimetrics and it is not calculating the patient organ doses correctly for multiple patients. It seems to be an issue with the configuration on the radimetrics system. We have contacted the vendor and they are working on the issue.